Event description:
Boston scientific received information that this device and right ventricular (rv) lead have been exhibiting high out of range shock impedance measurements. At the recent follow-up, the shock impedance measurements were varied between 50 ohms and greater than 200 ohms. When the shock vector was programmed between the distal coil and the defibrillator, the shock impedance was 70 ohms. As it was suspected there was a connection issue with the device and rv lead, a revision procedure was performed. During the revision procedure, the device was damaged and therefore explanted and replaced. The insulation of the rv lead was damaged, however, as all measurements were appropriate and stable, the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.